Manufacturer narrative:
Testing on the interface (umbilical) cable was completed by medtronic personnel. Testing found that the cable did not pass gbit and continuity testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the mobile viewing station and imaging system interface cable. The imaging system then passed the system checkout and was found to be fully functional.the suspected interface cable was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the fluoroscopic images were fuzzy and an image refresh error kept occurring. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: updated UDI, updated device manufacturing date.

Manufacturer narrative:
Correction: aware date of the supplemental for system information updated to (B)(6) 2018 instead of (B)(6) 2018.